Event description:
It was reported that during an unknown procedure the device was unfired.

Manufacturer narrative:
(B)(4) date sent: 11/21/2023 d4: batch # a9ay9a additional information was requested and the following was obtained: "were there any patient consequences? If yes, please describe. It¿s unknown" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 20 clip as intended. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.